Event description:
It was reported that multiple insulin cartridges were leaking while used with an ilet pump, with a reported blood glucose of 474 mg/dl. The user is attributing the issue to the pump; education identified that attaching the connector to the cartridge before mounting it on the pump can cause leakage, and the device component implicated was the reservoir. Customer care provided support that included analysis of information provided by the user. Investigation of this case revealed a leak at the seal consistent with a reservoir-related issue, with no fault found to the ilet pump. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure at the cartridge seal.